Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could a defective temperature cable. However, this cannot be confirmed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "temperature probe placement patient temperature control with the arctic sun® temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the patient temperature 1 connector on the back of the control module. Any commercially-available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun® temperature management system. Refer to the manufacturer¿s instructions for use for the specific indications and temperature probe placement." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient's temperature was very erratic on the arctic sun. The temperature was very stable on the bedside monitor. Ms&s advised the nurse to change the temperature cable. The nurse planned to change out the device, but ms&s suggested to only change the cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient's temperature was very erratic on the arctic sun. The temperature was very stable on the bedside monitor. Ms&s advised the nurse to change the temperature cable. The nurse planned to change out the device, but ms&s suggested to only change the cable.